Event description:
1. Was the cup was revised as well? One of the photos appears to be of an acetabular cup. -> the cup was left in situ. Prof. Bastian cemented an inlay (not from us) in it. 2. Why was the stem needed to be revised due to the metallosis? The metal on metal articulating surfaces were revised for the metallosis, but was there another harm or failure that occurred resulting in the stem being revised? -> unstability, maybe caused my the metallosis, but not proofed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision. Implanted: corail, duraloc, metal insert. Revised with corail revision, inlay from zimmer. The shaft had to be revised. There was a metallosis, which is why the surgeon decided to remove the inlay too, there was no other clinical need. The head involved was a metal head 36mm +8.5. Part of the product code was: 2032228 - I couldn`t read the hole product code due to the metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached images could not confirm the reported complaint. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per wi-3430 it has been determined that should related reports be identified a DHR review is not required.